Event description:
It was reported patient underwent an initial left tha on (B)(6) 2005. Subsequently, patient underwent a revision on (B)(6) 2014 due to pain and squeaking. The head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2014-05788 & 1825034-2015- 00716 / 00718).

Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision on (B)(6) 2014 due to pain and squeaking. The head was removed and replaced. During this procedure on (B)(6) 2014 the surgeon clipped the femoral artery which delayed the procedure for two hours. Subsequently, the patient underwent another revision procedure on (B)(6) 2014 due to infection. All product was removed and replaced.